Event description:
It was reported that the patient stated his controller is not working right. Patient stated it won't let him charge the battery in the controller. Patient service specialist asked patient to plug controller in to ac power supply without the battery pack and the controller did not power on. Pt states he's able to charge his ins but the controller is not charging to the wall and is blank when battery removed to wall. Patient plugged in the recharger and the green light came on and patient was able to connect to the implanted neurostimulator. Controller showed set up for implant, trial and clinical. Pt selected all the correct icons and would change to english and pt could not charge the controller to wall once again nor would controller start to charge. Patient disconnected the controller and plugged it back in to the ac power and controller powered on. Controller battery was at 5% and implanted neurostimulator was at 8%. The troubleshooting steps that were taken on the call did not resolve the issue. The patient mentioned unrelated medical history. This included patient mentioned he had a new battery pack put in 2020 because the old one wore out for normal depletion. Additional information was received from a patient (pt). It was reported that they got the controller, but still controller would not charge from ac power. Pt was able to charge the implantable neurostimulator (ins) fine, but green light would not come on when controller was plugged into the ac power supply. Pt plugged replacement controller in to power cord without battery and confirmed screen did not turn on. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). H3. Analysis found that the case front had a broken standoff. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.